Event description:
It was reported that during an open reduction interbody fusion (orif) olecronon fracture procedure, while cutting the tab off of an olecronon plate, the cutting portion of the instrument broke off. The broken fragment was retrieved. The surgeon was able to bend the tab off of the plate. Procedure was completed with no further problems. The patient was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the movable anvil broken off. The cutting edge on the broken off anvil is blunt and the handles are bent which indicates mechanical overload was applied to this device during usage. The broken surfaces are homogenous and do not show any anomalies which indicates material conformity to the specification. The manufacturing records show that the instrument was manufactured according to the specifications. The cause of the breakage is not due to any manufacturing or material non-conformances. A review of the device history record did not show conditions that could have contributed to the reported event. Product development evaluation reports the plate holder subcomponent is broken from the rest of the part. There is some wear on the cutting tips, but otherwise the device is fully intact and moving parts function as intended. Per technique guide these cutters are recommended for use with the locking calcaneal plates, pilon plates, 8-hole locking attachment plates, and universal locking trochanter stabilization plate and in the elbow set for the olecranon plate. There is some wear on the device, and since it is unknown how the part was used, or of it was mechanically overloaded, this complaint is deemed invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for complaint (B)(4).